Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump timed out sooner than expected. Customer's blood glucose level was 89 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.